Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphoma-alcl-suspected", no markers provided.

Event description:
Healthcare professional reported unknown side "possible bia alcl". Pathological markers have not been provided. The device remains implanted. Manufacturer of the device is unknown.